Manufacturer narrative:
Though requested, no additional event information has been received. Analysis of the nonconformance database showed that no non-conformance's related to the complaint description have been reported against bl3170 for the last 18 months. The trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. As the product is unavailable for return and the product serial number is unknown, no further investigation can be performed and no conclusions can be drawn. The investigation is complete. No corrective action is necessary at this time.

Manufacturer narrative:
The product and debris are not available for return evaluation. The product serial number is unknown. Further investigation is underway.

Event description:
A user facility in (B)(6) reported finding white debris in a phaco handpiece when used in the eye during cataract surgery. The particles entered the eye. The corrective action taken was to immediately rinse and aspirate. No clinical consequences or additional medical intervention were reported. Additional information has been requested from the reported but not yet received.